Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a trial femoral head 36 s/+0 was broken. Surgery was finished with the same device, without any surgical delay. Patient was not injured as consequence of this problem.

Manufacturer narrative:
It was reported that, a trial femoral head 36 s/+0 was broken. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. The device shows heavy signs of use such as dents and scratches on the outer surface. Furthermore, a small piece broke off at the distal rim. This piece was not returned for investigation. The fragment may have been removed with a forceps. Based on the performed complaint history review, three additional complaints for the batch in scope with the same or similar failure mode were reported so far. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure which could have contributed to the reported failure mode. A review of the risk management documentation verifies the failure mode and severity of the reported issue. None of any prior escalation actions are related to the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Based on the performed investigations, the relationship between the reported event and the device was confirmed and the probable cause for the damaged device is attributed to a wear and tear issue through repeated use over time. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. To date, no further actions are deemed necessary. Smith and nephew will continue to monitor the device for similar issues. Should additional information become available, this complaint will be reassessed. The returned device will be discarded.

Event description:
It was reported that, a trial femoral head 36 s/+0 was found broken. The head trial came off the neck into the patient when dislocating the hip. The dr had to take a cocher to remove the head in which damaged the head. Surgery was finished with the same device, without any surgical delay. Patient was not injured as consequence of this problem.